Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer was unable to interrogate with a radiofrequency (rf) programmer head due to a loose rf connector on the link electronic module board and that the board needed to be replaced. However, this programmer is no longer needed and will be scrapped for parts. (B)(4).